Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaw became not to open after the device was fired on the blood vessel. The trigger was returned to the home position by hand, and the jaw was opened. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with excessive dried body fluids. In an attempt to replicate the reported incident, the device was tested for functionality to evaluate any opening issues. Due to the accumulation of the dried body fluids, the jaws closed and opened with difficulties during firing. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4)

Event description:
It was reported that the patient reported to the ER with asystole. They were admitted and had to be intubated and resuscitated. It was also reported that their right ventricular (rv) lead had low pacing impedance and had caused a polarity switch and was now operating in unipolar mode. Over 254 high rate episodes were recorded by the device. Some of the episodes correlated to the patient's time in the ER. The device and lead are still implanted. There were no further patient complications reported as a result of this event.